Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During the procedure the left ventricular lead had dislodged some time after implant. The lead was explanted and replaced. The patient was stable prior, during and post procedure.